Event description:
It was reported that on an unknown date, that the wood handled instruments are leaving a stain/residue when they are peel-packed and sterilized. There were no patient consequence. This complaint involves fourteen (14) devices. This report is for one (1) dhs/dcs coupling screw. This is report 14 of 14 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Upon further investigation it was identified that the product 338.31 reported under 8030965-2023-04630 was incorrect product. The correct product is spine product 388.31. Since 388.31 is a spine product, this complaint is reported under spine operating company under 8030965-2023-05976.